Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h4; h6 reported event was confirmed by review of medical records noting elevated metal serum ions, extensive debridement of metallosis synovium in the right hip. Stem and cup were found to be fixed and synovium was stained and suggested metallosis reaction. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: s061140 ¿ magnum m2a head ¿ 804900, 103203 ¿ taperloc stem ¿ 483250. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2020 - 04163.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation due to elevated metal ion levels and metallosis. Operative notes report extensive debridement of metallosis synovium. Synovium was stained and suggested metallosis reaction. Head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.